Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a (B)(6) male child patient's infusion set's tubing got separated from the cannula and the cannula remained in the body. At the time of this event, the patient's blood glucose level 383 mg/dl. Moreover, they did not notice any damage to the infusion sets when the package was first opened. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.